Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down while infusing epinephrine in the cardiovascular operating room. The spectrum pump was delivering epinephrine with the following settings: concentration 8mg/250ml, dose 2mcg/min and rate 3.7ml/hr. The epinephrine was noted to be titrated twice, first time up to 6mcg/min(11.2ml/hr) then to 8mcg/min(15ml/hr) prior to the reported event. The pump was unplugged to transport the patient and the clinicians noticed the patient reacting with a lowered heart rate (unknown hr) and lowered blood pressure (unknown bp) which lead to the discovery that the pump had shut off. It was reported that the pump shut off without alarm due to loss of battery connection. No battery alarms had occurred or were cleared previous to the pump shutting off. Clinicians turned the pump back on 2 minutes later and the pump cleared settings and alarmed "improper shut down". They reprogrammed the epinephrine with previous dose at 8mcg/min(15ml/hr) with 2 titrations noted after reprogramming. Minutes after the infusion restarted the pump displayed a ¿ battery alert¿ and clinician confirmed the alert, removed pump from the patient and the infusion was continued using a different spectrum pump with the same intravenous set to complete the infusion without any complications reported. Although there were titration occurrences prior to the reported event and after the event the customer was unable to provide an explanation to these occurrences. It was confirmed by the customer that there was no patient injury or medical intervention provided to the patient as a result of this interruption in epinephrine therapy. It was reported that the facility biomed identified that the battery pins were faulty. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified three depressed battery pins and one partially depressed batter pin which could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "pump shut down during use" which was not reproduced. Improper shutdown was verified through a review of the event history log. Two data pins were found to be fully depressed and unable to rebound. One negative pin was fully depressed and unable to rebound while the other negative pin was partially depressed. In its received state, direct current (dc) operation was not affected; an infusion was able to be programed and run, and the device was able to be handled without loss of power. On dc power only, excessive force was applied to the battery in an attempt to cause power loss while the battery remained latched to the device; however the device was found to remain powered on with dc only. During testing, the partially depressed lower negative battery pin became fully depressed, causing dc power interruptions; testing was unable to be continued due to the device no longer being in the as-received state. Cause was determined to be fluid residue (a product of fluid intrusion) causing enough friction at the time of the event to prevent back flex pins from rebounding. Insufficient pin rebound simultaneously at both negative pins causes a loss of battery power. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.